Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened or used.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 166 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer stated that the device triggered a threshold suspend. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a replacement sensor.

Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened or used.